Event description:
The healthcare professional reported that during a procedure targeting a clot in the m2 segment of the middle cerebral artery, the physician intended to withdraw the embotrap device (unknown catalog / lot numbers) completely within a sofia¿ 5f intermediate catheter (microvention), leaving the sofia tip within the m2 as to prevent emboli going into another m2 branch or even anterior cerebral artery (aca) via the proximal balloon occlusion together with direct thrombus aspiration during stent retriever thrombectomy (protect technique), but this was very difficult. When the physician tried afterwards on the table, there the distal sofia¿ 5f intermediate catheter was ¿concertining¿ or concertinaed. The physician reported that he has not encountered this issue with other stents. The physician also commented that he also noticed difficulty of the embotrap with the react catheter and the embovac when using the protect technique maneuver. The physician is reaching out to ask for possible explanation and recommendation to address this issue. There was no report of any procedure delay or patient adverse event associated with the reported issue. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated according.

Manufacturer narrative:
(B)(4).information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Date of event: the event / procedure date is not reported. The device lot number is not available / not reported. The expiration date of the device is not known. The unique identifier (UDI) is not available. The initial reporter phone and email address are not available / reported. The device manufacture date is not known as the device lot number is not available / not reported.[conclusion]: the healthcare professional reported that during a procedure targeting a clot in the m2 segment of the middle cerebral artery, the physician intended to withdraw the embotrap device (unknown catalog / lot numbers) completely within a sofia¿ 5f intermediate catheter (microvention), leaving the sofia tip within the m2 as to prevent emboli going into another m2 branch or even anterior cerebral artery (aca) via the proximal balloon occlusion together with direct thrombus aspiration during stent retriever thrombectomy (protect technique), but this was very difficult. When the physician tried afterwards on the table, there the distal sofia¿ 5f intermediate catheter was ¿concertining¿ or concertinaed. The physician reported that he has not encountered this issue with other stents. The physician also commented that he also noticed difficulty of the embotrap with the react catheter and the embovac when using the protect technique maneuver. The physician is reaching out to ask for possible explanation and recommendation to address this issue. There was no report of any procedure delay or patient adverse event associated with the reported issue. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated according.based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. The lot number of the device is not known, therefore review of the device history record was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.additional information will be submitted within 30 days of receipt.